Event description:
During the implanation procedure, it was reported that the lead had to be repositioned and there were issues with retracting the helix. This lead was not implanted; a new isoline was implanted.

Event description:
During the implantation procedure, it was reported that the lead had to be repositioned and there were issues with retracting the helix. This lead was not implanted; a new isoline was implanted.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. Lead was not returned.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending.